Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual analysis of the photograph revealed a crack in the upper part of the minicap. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A crack was noted in a minicap (from a minicap prep kit) while it was in use on a on a pediatric peritoneal dialysis (pd) patient who subsequently developed peritonitis. The cause of the crack (also described as a fissure) was not reported. It was reported ¿at least four times the gauze with the catheter tip was impregnated with povidone iodine and the mincap had a fissure¿ (no further detail). The patient was diagnosed with peritonitis and hospitalized on the same day. Treatment was not reported. On an unreported date, the patient was discharged from the hospital. However, it was reported that the patient was hospitalized again, this time at a different hospital, due to a relapse of the peritonitis (date unspecified). Treatment for this hospitalization was not reported. No further detail was provided regarding the outcome of the patient or regarding whether pd therapy was ongoing. No additional information is available.